Manufacturer narrative:
(B)(4). When the guide wire was returned, reportable malfunction was recognized; therefore, the date the manufacturer became aware of this event was considered the date the device returned. The returned guide wire was intentionally shaped but without kink or deformation. Longitudinal, liner abrasion of the ptfe coating was observed approximately 90-110cm proximal to the wire tip. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that ptfe coating was damaged by strong friction occurred when a metal inserter point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although the guide wire was not used for the procedure, this is a known malfunction that has a potential to cause or contribute to patient injury if this were to recur. Introductions for use states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the shaft surface of an asahi guide wire was found rough during preparation for a pci to treat a 90-99% stenosis in the lad #6. The guide wire was not used for the pci. Another guide wire was used to complete the procedure. The pci was successfully completed with reestablished blood flow by stenting. The patient was without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.